Event description:
Amann 2000, a wire-loop technique for removal of migrated and embedded biliary stents. One week after placement of an 8.5f, 12 cm, straight, barbed, endoscopic stent (soehendra-tannenbaum stent, wilson-cook) he returned with persistent obstructive jaundice. Appropriate stent position had been confirmed endoscopically and fluoroscopically at the time of placement. Ercp revealed that the stent had migrated distally and became embedded in the duodenal wall. Again, multiple attempts to remove the stent using the snare and various grabbing devices were unsuccessful. Using the aforementioned technique, the stents were quickly and without complications removed.

Manufacturer narrative:
Common device name: st-2 soehendra tannenbaum biliary stent.